Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 25, 82, 86 mg/dl. Tests were done within 10 minutes with a difference of 36 mg/dl. Patient did not experience any adverse events. No further information has been reported.